Event description:
As stated by the customer (B)(6) 2012: during the transfer of the patient from the bed to the wheelchair, one of the clips of the sling is unhooked, so the patient fell down.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc.(B)(4) on behalf of the manufacturer arjo (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under registration # (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.